Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that at the end of a tavr procedure with a 26mm sapien 3 ultra reslia valve, the 14fr esheath+ split from the tip of the sheath down about 6 inches when removed from the patient. There was no harm reported to the patient and the valve was successfully implanted. Per imaging review there was liner delamination.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Initial information received from a product investigation noted there was a full liner delamination. However, after a secondary product review, it was found that there was no liner delamination, but in fact it was a liner tear, which is not a reportable malfunction as there was no patient injury. Under 21cfr part 803 only requires reporting of reportable device malfunctions and serious injuries related to device malfunctions. In this case, there was no indication or allegation of a reportable device malfunction or a serious injury. Therefore, this event is not MDR reportable.